Event description:
From staff: versastep plus dilator and cannula with radially expandable sleeve broke with use during surgical procedure. The expandable sleeve broke on/after insertion. The sleeve was removed from patient and saved with the device in a biohazard bag. Device product information kept and placed in biohazard bag with device. Product ref#vs101012p lot#j4f2854y (redacted date)